Event description:
The complaint/event involved a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer. The reporter stated that, although there was no leakage when they primed the intravenous (IV) extension tube/line, leakage was later noted at the lock connector during a saline flush for the patient. There was no report of any human harm associated with this complaint/event.

Manufacturer narrative:
The used device is not available for investigation. A review of the device history record is pending.